Event description:
The customer reported that the ac power module had failed.

Manufacturer narrative:
(B)(4). The customer reported that the ac power module had failed. A philips field service engineer went to the customer site and verified the failure. He replaced the ac power module from the customer's stock. All post-servicing testing passed.